Event description:
It was reported that the bd maxzero¿ needleless connector was occluded. The following information was provided by the initial reporter, translated from portuguese: "obstructed device."

Manufacturer narrative:
Investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22025966. The feedback provided by the customer suggests an occlusion was detected during use of the maxzero device. As part of the feedback, the customer provided a photograph of the affected sample, analysis of the photograph did not identify any manufacturing defects which may have contributed to the customer's experience. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025966 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.